Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was unknown. On an unreported date, the patient began treatment with meropenem injection 1 gram intraperitoneally (frequency and duration not reported), fluconazole tablets 200 milligrams orally three times per day (duration not reported), fortum injection 1 gram intraperitoneally (frequency and duration not reported), and heparin injection sucrose octa sulfate (dosage, route, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.